Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the buttons were hard to press. Customer's blood glucose was 400 mg/dl to 500 mg/dl. Customer declined troubleshooting for high blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
No button error alarm was noted during failure analysis. Unit received with intermittent act button response due to flattened keypad dome. The keypad connector was found closed properly during visual inspection. Unable to complete functional test due to button anomaly. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip,